Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient observed a hole at the ins pocket site where a yellowish, non-viscous, non-smelling liquid was dripping. It was noted that the ins was almost visible through the small hole. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled to visit their healthcare provider on the day of the report. The patient was reported to be alive with injury. There was a report that the device was implanted on (B)(6) 2014. Additional information received reported that the whole system had been explanted on (B)(6). The cause could not be determined but the physician assumed reason in infectious scar tissue during closing rather than in the implantable neurostimulator (ins). It was reported that the issue had not completely been resolved but inflammation was fading away. No further complications were reported/anticipated.